Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason for explant was mechanical complication. The iol was exchanged for advanced technology intraocular lenses (atiol) model lens 1 months 5 days following the initial implant procedure. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The lens was returned inside a specimen jar with a medical swab. Viscoelastic was observed on the lens. The lens was cleaned with keratoconus related limbal ring parameters for further evaluation. After removal of the dried viscoelastic, the lens was evaluated. No damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge, handpiece and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint of blurred vision (explant). The lens was returned and evaluated. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power (sphere and cylinder) and resolution of the returned lens was retested and verified. The lens met specification for power and resolution for a company lens (1.50 cylinder) 22.0 diopter (add power +2.2/+3.2 diopter). The company lens (1.50 cylinder) 22.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a noncompany 21.5 diopter lens. Due to the exchange of a toric multifocal 22.0 diopter lens for a lens that is one half less in diopter, this suggests that the replacement lens may have been an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).